Event description:
I have the essure device for sterilization. I have been in pain since I got them 2 years ago. I bleed everyday. I have endometriosis now because of the essure device. I have never had any healthcare problems previously. Hair loss, sciatica pain, body rash, numbness in legs and toes, irregular painful bleeding, weight gain, bloating, migraines, and the list goes on. I couldn't take the pains anymore and tired of taking ibuprofen 800 mg 5 times a day to relieve my symptoms.